Event description:
It was reported that pump battery depleted too quickly and that customer also experienced continuous glucose monitor errors. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, could not confirm any low power alerts, confirmed that pump did not shut down, and pump was replaced due to multiple continuous glucose monitor errors.